Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Visual inspection found no abnormalities on the operation part, outer cylinder , external cylinder tip, video connector and universal code. In addition, inspection found the reported issue of " image of the device connected to otv-s190 (video system) turned purple" was not reproduced. However, service repair noted the signal lines inside the cable maybe damaged. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during inspection before use, it was observed that the image of the device connected to otv-s190 (video system) turned purple. The device was replaced with another device ( another scope) and the intended procedure was completed with no harm or injury reported. There was no harm reported. No user injury reported due to the event.